Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a single piece abutment fractured at tooth location 32. No impact to the patient was reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One certain® low profile one-piece abutment (ilpc342u) was returned for investigation. Visual evaluation of the as returned product identified fracture across the screw threads. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was 'moderate bone density ¿ type ii'. The device was intended for tooth 32 (universal). Device history recrod (DHR) review for the lot (2020030271) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020030271) for similar events (complaint category keywords: fracture: screw) and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.